Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Two days after onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. The patient was discharged from the hospital days six days after admission. It was reported that antibiotic therapy was completed. At the time of this report, the patient was recovered from the event and peritoneal effluent was clear. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.